Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:visual analysis of the returned device identified: fold creases, wear abrasion, a curved opening on radius, and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: a crease smooth opening on radius. The fill test inspection was performed, the result is no blockage.based on the device analysis the final assessment is: - a crease smooth opening on radius assessed as fold flaw opening. Additional, changed, and/or corrected data: d4, d9, g2, h3, h4, h6.

Event description:
Patient reported left side deflation. Healthcare professional confirmed left side deflation and exchange. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Healthcare professional confirmed left side deflation and exchange. Device has been explanted.